Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer¿s blood glucose was in the 300s mg/dl. Reportedly, customer usually found the occlusions to be due to the infusion set. However, this could not be confirmed. Customer changed the pump supplies to address the issue. Reportedly, the customer was using apidra insulin and tandem technical support reminded customer on cartridge/insulin labeling.